Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the wound suture on an open abdominal surgery, the needle and thread should have been stuck together but the needle and thread had already been disengaged. Another new suture used without issue. There was no patient injury.